Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, it was reported that the patient's infusion set's tubing detached from where the tube starts while inserting. Reportedly, the tube had been detached for four infusion sets and the patient will now use the fifth one. The site location was the patient's abdomen, and the pump was in the pocket on the same side of infusion set. The infusion had been stored in a medicine cabinet (no moisture). Reportedly, there was not stress or pull on the tubing and the pump was not dropped with the set connected to the body. No further information available.